Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the subject device to a third party laboratory for microbiological testing. In the test, the subject device tested positive for coagulase-negative staphylococci (5cfu/100ml). In the incoming check for the subject device at (B)(6), it was confirmed that the instrument channel was wear and tear, and the insertion tube was kinked. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the instrument channel and the suction channel of the subject device tested positive for aeromonas hydrophila (>100cfu). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (soluscope4) using peracetic acid. There was no report of infection associated with this report.